Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no valid lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 800cc mentor memorygel breast implant had a patch that was identified to be not centered. It was not specified when the device issue was identified or whether there was a patient consequence or adverse event. Multiple follow-ups were performed and no additional information was made available. This will be reported as a malfunction, and if clarifying information is received, a supplemental report will be submitted.